Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported since (B)(6) 2010, his blood glucose value began increasing without cause. Pt stated between (B)(6) 2010, he contacted the diabetes nurse 4 times. Pt reported he was advised to set his infusion device on 160%. Pt stated the values lowered some, but when the infusion device was set back to 100%, the blood glucose values increased again up to 20.0 mmol/l (360 mg/dl) at 4:30 pm. Pt's normal blood glucose range is 5.0-10.0 mmol/l (90-180 mg/dl). Pt reported at 4:30 pm on (B)(6) 2010, he contacted the service. Pt stated he also tried to lower the blood glucose values by changing the infusion set, infusion adapter, and the infusion site. Pt reported he was hospitalized; no date was provided. Pt stated the infusion device did not display any errors or alarms. Pt uses a competitor's infusion set. No further info is available. Requested return of the alleged product for eval.